Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose reached 375 mg/dl less than 36 hours after the pod was activated. While dressing her son after his bath she realized that the cannula was out of his skin.